Manufacturer narrative:
Drug name and strength: remodulin mdv 10 mg/ml, dose or amount: 86 ng/kg/min, frequency: continuous, route: intravenous, pah.

Event description:
Information was received indicating that a patient was in the emergency room for a central line issue on a smiths medical cadd legacy pump. It was reported that the pump read high pressure. Subsequently, reporter indicated that the patient receiving medication through hospital IV line at the time she called in. It was also indicated that the infusion was a life sustaining medication. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and found to meet with specifications. The reported issue could not be confirmed in this case.